Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined. The complaint rate for this lot is at (B)(4), which is high. The lot will continue to be monitored since it was determined that handpiece failure could be attributed to a faulty horn. The horn was lathed producing a slight 'wobble'. This tilt was discovered during assembly. There is a possibility that not all the discrepant material was caught.

Event description:
Micro tip ceased working mid case and would not deactivate with pedal depressions.